Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. While removing and replacing tubing the beckman coulter field service engineer (fse) had liquid splash in his eye. The exact nature of the fluid is unknown. The fse was not wearing protective glasses. The cause of liquid splash was undetermined. No device failure occurred. There is no evidence of a reagent or system malfunction. The fse immediately washed out his eyes, reported the incident to the laboratory and consulted a doctor. Per access 2 instructions for use part number c42386 and access 2 operator¿s guide pn c42384, there are several warning notes: ¿you will come in contact with potentially infectious materials during this procedure. Handle and dispose of biohazard materials according to proper laboratory procedures. Proper hand, eye, and facial protection is required.¿ there is sufficient evidence to suggest use error contributed to this event. In conclusion, the cause of this event is use error. The field service engineer was not wearing proper protective equipment during intervention.

Event description:
On (B)(6) 2021, a beckman coulter field service engineer (fse) received splash in the eyes while performing an intervention on an access 2 analyzer serial number (B)(4), at specialist diagnostic services (sds) wangaratta. While removing and replacing tubing the fse had liquid splash in his eye. The fse was not wearing protective glasses. The exact nature of the fluid is unknown and no device failure occurred. The fse who was exposed to biohazard during an intervention, immediately washed out his eyes, reported the incident to the laboratory and consulted a doctor. The fse performed a blood test to search for human transmissible blood-borne pathogen, which was negative. A second blood test will be performed 3 months from the initial test. No further information has been provided to date.